Event description:
The manufacturer received information from a third party service center alleging a ventilator's internal battery was faulty. The device was not in patient use. The internal battery was replaced by the third party service center. Based on the available information received from the third party service center, the manufacturer can not conclude any failure of the internal battery. Repeated attempts to have the components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.